Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the act and upward button on the insulin pump had intermittent button press. The device was not dropped or exposed to moisture. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to back up plan. Issue occurred during normal use. Customer is returning the device for analysis.